Event description:
Incident (required intervention). Unanticipated. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case#(B)(4), awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Her medical history included 3 children. She started having several symptoms right after insertion such as severe body rashes, chronic pelvic pain, and severe brain fog with several other symptoms forcing her to have a hysterectomy, bilateral salpingectomy, leaving her ovaries. She also found a bowel adhesion that has returned causing her to have future surgeries. She stated that she continued to have night sweats, chronic pelvic pain, cramping, brain fog, extreme fatigue, no sexual desire, anxiety and depression. She was always feeling sick and tired. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female patient wo had essure (fallopian tube occlusion insert) inserted and presented chronic pelvic pain since the insertion and which, with other non-serious events, forced her to have a hysterectomy and bilateral salpingectomy (leaving her ovaries). She also found a bowel adhesion that has returned causing her to have future surgeries. These events are serious due to required intervention. Pelvic pain is listed while bowel adhesion is unlisted in the reference safety information for essure. Considering pelvic pain may occur during essure use and its close temporal relationship with the device use, causality cannot be excluded. In addition, bowel adherences can be seen as complications of required hysterectomy, therefore, it is assessed as related to essure. Since an intervention was required this case is regarded as incident. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female patient wo had essure (fallopian tube occlusion insert) inserted and presented chronic pelvic pain since the insertion and which, with other non-serious events, forced her to have a hysterectomy and bilateral salpingectomy (leaving her ovaries). She also found a bowel adhesion that has returned causing her to have future surgeries. These events are serious due to required intervention. Pelvic pain is listed while bowel adhesion is unlisted in the reference safety information for essure. Considering pelvic pain may ccur during essure use and its close temporal relationship with the device use, causality cannot be excluded. In addition, bowel adherences can be seen as complications of required hysterectomy, therefore it is assessed as related to essure. Since an intervention was required this case is regarded as incident. Based on the available information no product quality defect was confirmed/identified. In summary, a relationship between the reported medical events and a quality defect is excluded. No further follow up will be actively pursued since this case was identified during health authority website monitoring.